Event description:
The customer is reporting that the v60¿s touchscreen will not pass calibration. It is unknown if the unit was in use on patient at the time of event, but there was no patient harm reported. The customer contacted product support and biomed is reporting that they have attempted multiple touchscreen calibrations. Customer is not reporting any damage or residue on screen. Product support emailed the customer v60 service manual, version n to reference the repair. Product support provided biomed with the part # for the v60 touchscreen. Repair information for this device is pending.

Manufacturer narrative:
Multiple attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. Product support provided biomed with the part # for the v60 touchscreen, and the case was closed out. If new information regarding the repair of the device becomes available, a supplemental report will be submitted